Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp)regarding a patient with an implantable neurostimulator (ins) for gas trointestinal/pelvic floor. It was reported that, at one point, the location of the patient¿s implantable neurostimulator (ins) was changed so it would be more comfortable for them when sitting. There were no further complications reported or anticipated.